Event description:
It was reported the resection electrode had a bad cut of the handle caused, sparks and charring of the handle. The issue was found during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.